Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result with a patient sample on an atellica neph 630 instrument. The initial result was flagged with a "<" (less than reportable range) flag. The erroneous result was not reported to the physician(s). The sample was retested at a 1:400 dilution and the repeat result was higher. The sample was also tested with a non-siemens alternate method. The non-siemens alternate method result was higher than both atellica neph 630 results. It is unknown which result was reported as the correct result. There is no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely depressed n latex flc lambda results on an atellica neph 630 instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00016 on 25-apr-2025. Additional information on 25-jun-2025: based on the review of information provided, the probable cause of discordant flc lambda results using n latex flc lambda lot 473296 on the atellica neph 630 could not be identified. No other discordant results were obtained for the n latex flc lambda method with other patients and calibration data was valid. Quality control (qc) data was not available for evaluation. Siemens healthineers requested the sample for further investigation; however, the affected patient sample was not available for shipping. The observations suggest a single event for one single patient sample. Based on the information provided, the affected patient suffers from multiple myeloma. As stated in the limitations section of the n latex flc kappa/flc lambda instructions for use: ¿excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. If results do not fit to previous ones, or to results of other tests (e. G. Serum immunoelectrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution.¿ an assay performance problem was not identified. The probable cause of the discordant results is consistent with a sample integrity issue. The customer is operational. The n latex flc lambda lot 473296 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.